Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient developed an ileus and had to undergo another surgical procedure. No further information was provided.

Manufacturer narrative:
(B)(4) - ileus occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.